Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The employee¿s demographic info: age, gender, weight, bmi? Date of exposure to surgicel powder? What is the employee¿s known allergies? Other relevant medical history? Any exposure to/concurrent use of other products? Lot number? How much surgicel was used during surgicel powder? What were current symptoms following the exposure to surgicel powder? Onset date? What was the amount of time that passed after exposure to surgicel that the or nurse experienced an anaphylactic reaction? Has any surgical or medical intervention been performed to treat the or nurse¿s symptoms? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s anaphylactic reaction? What is the employee¿s current status? Is the device available for return?

Event description:
It was reported that an employee had exposure to an absorbable hemostat and later had an anaphylactic response. The employee is current intubated in the hospital ICU. No other information is known at this time. Additional information has been requested.

Manufacturer narrative:
Product complaint # : (B)(4). Corrected information: additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.